Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer stated that her blood glucose has been running high in the 300s mg/dl and it would not stabilize. The customer stated that she had symptoms such as nausea and her pulse up. The customer was treated for high blood glucose with an injection of 5u. The customer was unable to troubleshoot because she was getting sick with nausea and pain. The customer's daughter will take her to the emergency room.